Event description:
T was reported that a spectrum iq pump had a "touchpad failure". This occurred during an unspecified process step. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the device was received for evaluation. During functional testing, the reported problem "touchpad failure" was reproduced and found that the second soft key from the right was stuck. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was the keypad. The keypad is required to be replaced to address this issue. Should additional relevant information become available, a supplemental report will be submitted.